Event description:
On (B)(6) 2025, leica biosystems (lbs) received a device malfunction complaint where laboratory staff members were exposed to reagent fumes. The complainant informed lbs that several staff members reported dizziness, vomiting, nausea, headaches and more and several went to urgent care for further evaluation and testing. The lbs field applications specialist (fas) investigating this event with the complainant documented the following, "customer mentioned the incident which everyone felt sick was during the first week of may and when asked to confirm the date, she mentioned she thinks it was may 4th and based the date off timestamps of emails and text messages surrounding the incident." On (B)(6) 2025, the lbs fas documented the following information from the complainant, "...3 staff members decided among themselves to seek medical treatment. 2 of the 3 staff members were found to have a presence of over-exposure based on testing." The type of testing is unknown. The complainant also mentioned, "...one of the staff members was recommend glutathione injection, ivs, hyperbaric oxygen." When the customer was asked about the type of treatment, the customer did not disclose any details aside from what was recommended for the single individual mentioned previously and that the staff members that sought treatment were found to have elevated levels of chemical exposure. Specific type of treatment was not provided. The lbs fas documented, "when asked, the customer did not want to provide identifier information about the 2-3 staff members that sought medical treatment. Customer did mention she did not want to request that information from the staff due to hippa concerns."